Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found.

Event description:
It was reported that the atrial lead had undefined impedance measurements and the pacemaker showed an occasional spike in the atrial impedance. The pacemaker was re-connected to the atrial lead and the pacemaker could not confirm that the lead was bipolar. A new atrial bipolar lead was placed and the pacemaker could not confirm that it was bipolar again. The pacemaker was explanted and replaced. The new pacemaker confirmed the polarity of the new bipolar atrial lead. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead had undefined impedance measurements. The lead was replaced. No patient complications have been reported as a result of this event.

Event description:
Asku